Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead was attempted to be placed, however, the stylet could not be advanced to the end of the lead to form the "j" shape. A second stylet was attempted, but the same issue occurred. The rv lead was explanted and replaced with a left ventricular (lv) lead. It was also noted the right atrial (ra) lead was attempted, but placement difficulty occurred and the "lead was not conforming to the anatomy in the right atrium, and would not deploy correctly after multiple attempts." The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.